Manufacturer narrative:
(B)(4). The field service specialist (fss) visited site to inspect the unit. Fss checked the chair to make sure it is not drifting and the chair was not drifting. Fss moved the joystick in a number of positions and watched after letting go. The chair was found not drifting. Fss performed the field service checklist on the unit, which it passed the functional test. The system met amo specifications.

Event description:
The customer reported intralase breaking suction. It was stated that the excimer laser/visx system chair may be drifting. It was reported that there was no patient injury, that the patient in this case as well as other patients for the day were rescheduled for another day when the issue was noted.